Event description:
It was reported that the patient's ipg had reached end of life. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was established postoperatively.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, the cause of the reported issue was determined not to be product related.

Manufacturer narrative:
Correction: section g4-the date received by manufacturer should have been oct 4, 2023 rather than oct 5, 2023.